Manufacturer narrative:
H3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were pump turned on, pump turned off and power down messages. A function check and visual inspection were conducted. The reported issue was able to be confirmed, the pump was found to be displaying "no disposable" alarm messages when the stop/start button is pressed with an administration cassette attached. It was recommend that the upstream sensor and downstream occlusion sensor be replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed for no disposable alarm. There was no patient involvement in this event. No adverse effects were reported.